Manufacturer narrative:
At this time, the lead has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to a pacing impedance measurement greater than 3000 ohms on this right ventricular (rv) lead. It was also noted that intrinsic amplitudes decreased significantly following the lead safety switch. The patient's system was surgically revised and this rv lead was severed, explanted, and replaced. No additional adverse patient effects were reported. The patient's pacemaker remains in service with the new rv lead.